Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, keypad anomaly, high and low blood glucose levels . The customer¿s blood glucose level was ranging from 40mg/dl to 400mg/dl. The customer declined to trouble shoot for high and low blood glucose levels. The customer stated that the insulin pump act button is not responding. The customer stated pump was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a test minilink and glucose sensor simulator. The sensor feature working properly. No unexpected suspend alarm noted. No unexpected low battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.